Event description:
It was reported via phone call that the customer had passed away on (B)(6) 2019. The cause of the death was heart attack due to hyperglycemia. The customer was brain dead. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w 2.9d. The unit did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08700 inches. Inserted a test p-cap and a water filled reservoir into the reservoir compartment. The unit recognized the water filled reservoir in the reservoir compartment. Unit was programmed with multiple boluses and monitored. All boluses delivered properly and the water exited the infusion set during testing. No bolus anomaly noted. Unit uploaded properly using carelink. Unit had pillowing keypad overlay and cracked retainer. Data analysis: ( february 11. ). (B)(6) 2019: daily total of all insulin delivered = 0. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.